Manufacturer narrative:
Concomitant medical products: product ID dtma1d1 ICD implanted: (B)(6) 2019; product ID 694765 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrogram showed unusual timing that was most likely atrial paces that were not capturing. The atrial lead remains in use. No patient complications have been reported as a result of this event.